Event description:
It was reported that the patient said the unknown purewick urine collection system might not had enough suction resulting in leaking. Patient advised through chat and would call in. It was unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against the unknown purewick urine collection system. Submitting the investigation details as additional information the reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the unknown purewick urine collection system might not had enough suction resulting in leaking. Patient advised through chat and would call in. It was unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided.